Event description:
It was reported that during one middle cerebral artery (mca) m1 stenosis case, the first guidewire was used to bring the microcatheter to reach the location and then exchanged to a subject guidewire. Withdrew the microcatheter and then delivered a balloon to advance as the vessel was very tortuous, therefore, it took several tries to place the balloon to the location. After the balloon reached the location, the operator checked under x ray and found the distal of the subject guidewire was fractured (distal was not moving with the proximal handling). The fractured of the subject guidewire was completely removed from the patient using the balloon. The physician replaced it with a new guidewire (same catalog) and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection was performed as the subject guidewire was seen to be kinked/bent. The nitinol tubing was separated from the core wire at the proximal bond. The core wire distal end was observed through the distal tip dome. A functional inspection could not be performed due to the damage to the subject guidewire. The reported complaint was confirmed based on analysis. The subject guidewire device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during an mca m1 stenosis case, once the gateway balloon reached the target location, an x-ray revealed that the distal end of the subject guidewire had fractured, as it was not moving with proximal handling. The operator successfully used the balloon to retrieve the fractured guidewire and replaced it with another guidewire. The subject guidewire device was prepared for use as per the dfu. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging. The subject guidewire device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. During analysis, the subject guidewire was noted to be kinked/bent, and the nitinol tubing was separated from the core wire. The core wire distal end was observed through the distal tip dome during visual inspection. It is probable that there may have been procedural and/or anatomical factors present during the procedure which may have caused the nitinol tubing to separate from the subject guidewire core wire, therefore an assignable cause of procedural factors will be assigned to the reported ¿guidewire distal tip broken/fractured during use¿ and analyzed ¿guidewire kinked/bent¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of 'handling damage' will be assigned to assignable cause ¿guidewire kinked/bent¿ as it is most likely that this damage occurred due to handling of delivery wire during the clinical procedure.

Event description:
It was reported that during one middle cerebral artery (mca) m1 stenosis case, the first guidewire was used to bring the microcatheter to reach the location and then exchanged to a subject guidewire. Withdrew the microcatheter and then delivered a balloon to advance as the vessel was very tortuous, therefore, it took several tries to place the balloon to the location. After the balloon reached the location, the operator checked under x ray and found the distal of the subject guidewire was fractured (distal was not moving with the proximal handling). The fractured of the subject guidewire was completely removed from the patient using the balloon. The physician replaced it with a new guidewire (same catalog) and completed the procedure without clinical consequences to the patient.